Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total uterus and bilateral salpingectomy, when the suture was opened, the suture and the needle were found detached. Another device was used to complete the case. There was no patient injury.